Event description:
It was reported that after the iab was inserted in the pt, the pump's hi pressure, helium loss, and hi baseline alarms activated. The user thought there was a kink in the catheter's central lumen, so it was removed. There were no pt complications.